Event description:
User reports flooding underneath the analyzer and covered the floor with water. No operators slipped, fell or were shocked. No patients were affected. The field service rep determined the internal reservoir float assembly to be the cause and replaced the float sensor. Performance tests were performed, and he verified no further fluidic issues occurred.